Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The investigation of this event consisted of a review of the device history record (DHR) and instructions for use (IFU). A review of the device history record (DHR) for ab2000-b/serial number (B)(6) was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system's instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 3. Contraindications: do not use the aquabeam robotic system in patients who do not meet the indication for the system's intended use. The aquabeam robotic system is a reusable device; therefore, it is currently in possession of the user facility. It was reported that the patient coded during aquablation therapy. The patient was resuscitated and sent to the intensive care unit. It was reported that the patient does not have any pre-existing conditions that may have contributed to the event. The treating surgeon reported that the event was not related to the aquabeam robotic system. Based on the event details, plus a review of the DHR and IFU, the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during aquablation therapy, the patient coded, and the procedure was aborted. The patient was resuscitated and transferred to the intensive care unit. It was reported that the patient did not have any pre-existing conditions that may have contributed to the event. The physician confirmed that the event is unrelated to aquablation therapy. It was confirmed that there was no malfunction of the aquabeam robotic system.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.